Event description:
It was reported via clinic notes that a patient was following up on sleep apnea and increased seizures. In (B)(6) 2010, it was reported that patient was using CPAP every night for apnea. Patient was reported to have increase in seizures (B)(6) 2010 with 3-4 spells in one week. Patient's seizures were reported to be back to baseline in (B)(6) 2011. The device is not at end of service, and device settings were unchanged. Good faith attempts have been unsuccessful to date.

Manufacturer narrative:
Initial report inadvertently listed wrong product.

Event description:
Additional information was received on (B)(6) 2011 when the physician reported that the patient's increase in complex partial seizures were first reported in (B)(6) 2011. The physician also reported that they are unaware of any association between the patient's obstructive sleep apnea and vns as well as the increase in seizures and vns. The obstructive sleep apnea was not reported on the polysomnograms to be associated with stimulation. No interventions have been taken regarding the increase in seizures and obstructive sleep apnea (osa). No causal or contributory programming or medication changes preceded the onset of the osa or increase in seizures. The physician stated that the patient does not have a medical history of osa pre-vns. The physician also clarified again that there is no known relationship between the increase in seizures and vns. Product analysis on the explanted generator was completed on (B)(6) 2011. The generator performed according to functional specifications and there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received on (B)(6), 2012 when the patient's mother reported that the patient's device has not been turned on since the battery replacement surgery on (B)(6), 2011. The mother also stated that per the physician, the patient has some vocal cord swelling and also suffers from apnea. The patient refuses to wear the oxygen mask and the mother said that the physician has determined to leave the device disabled to evaluate the seizure frequency. The mother reported that the patient's group home is counting "head drops" as a seizure and the physician feels that these are just periods of apnea. The patient's mother stated that the number of seizures the patient experiences has increased since the device has been disabled but she doesn't know if this is above or below pre-vns baseline levels. Attempts for additional information were made to the physician but no further information was received.

Event description:
Additional information was received on (B)(6), 2012 when the physician reported that he did not observe any vocal cord swelling or a diagnosis at the patient's last clinical visit on (B)(6), 2012.

Event description:
On (B)(6), 2011 additional information was received when it was discovered that the vns patient had gone for prophylactic battery replacement on (B)(6), 2011. The explanted generator was returned for product analysis on (B)(6), 2011 that has not yet been completed. Good faith attempts for additional information from the physician have been made but no further information has been received to date. A battery life calculation was performed which revealed 0.57 years until eri = yes.